Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the reported issue occurred due to damage on the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates there was no image due to a damaged charged coupled device unit. There was no patient involvement.